Event description:
Additional information was received noting that the cause of the increase in seizures is due to external factors (not related to vns) and that the increase in seizure were above pre-vns baseline levels. Additional information was received noting that the upper respiratory infection is not related to vns and is due to external factors. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was having an increase in seizures. Physician is still unsure if the increase in seizures are due to the continuation of recovery from an upper respiratory infection and its effects or due to the vns approaching end of service. Additional information was received noting that the patient underwent a battery replacement. Explanted device has not been received to date. No other relevant information has been received to date.